Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(6) alleging the onetouch verio iq meter will not power on because she did not have a usb power adaptor to charge the meter. The patient claimed the usb cable/adaptor was missing from onetouch verio iq system kit. At the time of concern, the patient reportedly had symptoms described as "lightheadedness and not feeling comfortable." The patient did not require any hcp medical intervention to suggest a serious injury. During troubleshooting, the power issue was not resolved because the patient could not charge the subject meter without a usb power adaptor. Replacement products were sent to the patients. The lfs products was requested back for investigation. This complaint is being reported due to the alleged missing power adaptor. There is no evidence the patient suffered a serious injury due to the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.